Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "pt. Previously received a gmrs distal-femur replacement ((B)(6) 2018) and presented this week with a periprosthetic fracture proximal to im stem. The distal femur was revised to a total-femur construct. All other distal-femur components implanted on (B)(6) 2018 were retained." Spoke to rep, who provided the primary and revision usage sheets. Rep confirmed that no further information will be released by the hospital or surgeon.